Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.30. Date: (B)(6) 2011, inratio: 6.3, lab: 1.81. Nurse decreased coumadin dose. Nurse also reported qc errors on another patient 2 days ago.